Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the cartridge was cracked. Reportedly, the customer performed a cartridge change to resolve the issues. Customer¿s blood glucose level was 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.